Event description:
The customer reports that claw does not connect to equipment.

Event description:
The customer reports that claw does not connect to equipment.

Manufacturer narrative:
Evaluation summary: the reported incident could not be confirmed, since the device was not returned for evaluation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided, the investigation report will be updated. Device not returned.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.